Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that both the ventricular and the atrial lead had low impedance and inconsistent capture. The ventricular lead was capped. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.